Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6. Device evaluation: visual analysis of the returned device identified: underweight, 100% of the shell is missing. Based on the device analysis the final assessment is: -100% of the shell is missing assessed as inconclusive.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/ IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/ IV. Device remains implanted.